Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 14. 1 mg/ml of bupivacaine at 5.963 mg/day, 23.6 mg/ml of morphine at 9.981 mg/day, and 87.5 mcg/ml of lioresal at 37.006 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient's pump had a motor stall. The pump logs showed a "stopped pump period may exceed tube set" message. It was confirmed that the patient had not recently had an MRI.

Event description:
On 2020-oct-19, additional information was received from the healthcare professional (hcp). It reported a motor stall occurred on (B)(6) 2020 at 9:40am and the patient presented to the ER with weakness. They programmed the pump to minimum rate that day. The patient continued to experience "weakness and paralysis" so on (B)(6) 2020, they took all of the drug out of the reservoir and continued to have the pump at minimum rate.

Manufacturer narrative:
H6; the previously reported patient code c76143 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol therapeutics who reported that the patient¿s weakness and paralysis to upper extremities continued. The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020 due to the bilateral upper extremity weakness. The motor stall was not resolved. Per this reporter, the pump was filled with preservative free normal saline on (B)(6) 2020 and was placed at minimum rate. The patient¿s concomitant medications were tylenol #3 and valium as needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.